Event description:
A medtronic representative reported that, while in a spine procedure, a small straight ratcheting handle was damaged. The metal piece on the back of the handle popped off when using a plastic mallet. No further details regarding the damage were provided. There was no delay to the procedure. The surgeon completed the procedure with the use of the navigation system. There was no patient present when this issue was identified.

Manufacturer narrative:
Patient age not made available from the site. Product is class I for us regulations and does not require a 510(k) designation. Return requested. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Correction: the initial MDR inadvertently stated that, "there was no patient present when this issue was identified." There was a patient present and the reported event caused no impact to the outcome of the patient.correction: manufacture date provided.